Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy kit placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic while pulling it through the stoma site. The physician used hemostats to get the peg tube through. No part of the device detached inside the patient. The procedure was completed with this endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed that the thermoformed tubing was separated at the transition. The distal end of the thermoformed tubing appears to have been properly formed and attached to the barbed connector during assembly. The barbed connector was properly formed and without issue. The barbed connector and inner ring remained inside the silicone tubing and the outer ring remained in place on the outside. The crimp ring was slightly moved on the proximal end of the silicone tubing. No other defects were noted. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated. Based on all gathered information the investigation fails to determine a definite root cause.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy kit placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic while pulling it through the stoma site. The physician used hemostats to get the peg tube through. No part of the device detached inside the patient. The procedure was completed with this endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.